Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported there was difficulty opening the device after firing. A second tsw35 was opened and the same thing happened. A third device was opened to complete the case. All three devices and (5) tr35w reloads are being returned, (2) with lot #k00w27 and (3) with lot #ko1a1j. There was no consequence to the pt.